Manufacturer narrative:
Analysis results revealed the helix was retracted and clogged with blood. The inner coil was over torqued at the connector region. The lead was cut and cleaned and the helix was able to extend and retract. Electrical testing was performed and no anomalies were noted. The damage found is consistent with that occurring at the time of implant.

Event description:
During placement of the lead the user was unable to extend the helix. The lead was removed, showing signs of damage and replaced with a new lead. The patient was in stable condition with no adverse consequences.